Manufacturer narrative:
The returned electrodes were extensively analyzed. In the course of the study, the electrodes were visually, electrically and mechanically tested. The solia showed abrasion marks and a superficial cut at 18 cm distal to the is-1 connector pin, which is presumably due to the explantation process. The isolation, however, was still intact. During the examination of the protego, dried blood traces could be detected inside the electrode, which is why a stylet was introduced only with resistance in the course of the mechanical analysis. The blood was probably transported during the explantation process to the electrode interior. The analysis of the two electrodes revealed no further deviations from the technical specifications, which might be related to the clinical complaint. The manufacturing process of the electrodes was checked. The production documents showed no abnormalities. All manufacturing steps were executed correctly. In summary, there was no evidence of a material or manufacturing defect.

Event description:
Ous MDR - it was reported that falling sensing was noted on this rv lead as well as on the ra lead. Both leads were replaced. No patient adverse side effects were reported. Should additional information become available this file will be updated.